Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code) was confirmed. Upon investigation, contamination was found on components on the defibrillation board, causing intermittent failures. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.